Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type:catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (10 mg/ml at 3.598 mg/day), bupivacaine (24 mg/ml at 8.634 mg/day), and another unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back syndrome. On (B)(6) 2015 it was reported that in 2013 the patient's doctor told her that she overdosed with pump meds. On (B)(6) 2015 additional information was received from the patient. Per the patient, her prior doctor overdosed her and then blamed her. The patient stated withdrawal is hell, plus I have complications from it which are permanent. Another clinic was able to help the patient. The patient stated I would have died if it wasn't for them. The patient also stated withdrawal is worse than dying.